Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead for bilateral leg and low back pain. It was reported that the pt lost stimulation on his left side. His current occupation allegedly requires manual labor. A diagnostic test revealed invalid impedance measurements for several lead contacts. An x-ray revealed that the pt's lead appears to be bent. There are no plans for surgical intervention at this time as the stimulation he is currently experiencing on his right side is reportedly sufficient.